Event description:
Rptr has experienced, in a period of 3 mos, 6 nellcor oxygen saturation monitor cables becoming defective at the junction between the connector and the ferrite bead. Rptr believes this is a potential for an adverse event to take place. Continuous monitoring is interupted. An audible tone sounds and the display is blank. The audible tone sounds every 3 seconds.